Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: ortho cyclen and depo provera. Concurrent conditions included body mass index normal, sleep disorder, abdominal pain, uterine bleeding, dizzy, hemorrhagic anemia and tingling. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("severe vaginal bleeding / abnormal bleeding (vaginal)"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced back pain ("back pain,"), abdominal pain lower ("cramping / cramps"), anxiety ("anxiety"), depression ("depression"), joint swelling ("swelling of knees"), exfoliative rash ("red, scaly, itchy rash"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), cervical cyst ("nabothian cysts"), dizziness ("dizziness") and arthralgia ("joint pain"). The patient was treated with laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy with removal of essure on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, cervical cyst, headache, abdominal pain lower and dizziness had resolved, the mood swings, genital haemorrhage, menorrhagia, rash, anxiety, depression, joint swelling, exfoliative rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, constipation and arthralgia outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cervical cyst, constipation, depression, dizziness, dysmenorrhoea, exfoliative rash, fatigue, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: bilateral occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- dysmenorrhea, menorrhagia, headache". Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- mood swings, abnormal bleeding (general), abnormal bleeding (menorrhagia), rash, anxiety, depression, swelling of knees, red, scaly, itchy rash, bladder problems, urinary problems or changes, migraines, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, constipation, hair loss, and joint pain were added". Reporter, lab data also added from pfs. Concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain,"), vaginal haemorrhage ("severe vaginal bleeding"), cervical cyst ("nabothian cysts"), headache ("headaches"), abdominal pain lower ("cramping") and dizziness ("dizziness"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, cervical cyst, headache, abdominal pain lower and dizziness had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cervical cyst, dizziness, headache, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: bilateral occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.